Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 45 mg/dl at the time of the incident and the blood glucose at the time of the call was 94 mg/dl. The customer declined troubleshooting for low blood glucose. The customer did not state if there were symptoms prior to the event and how the low reading was treated. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020a-snsr.